Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl. The father stated that the customer was experiencing ketones and vomiting. The caller stated that the customer was still in the hospital, and he is not sure when she will be released. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the alarm history and found low reservoir alarms. The father mentioned that when she pulled out the infusion set the cannula was bent. The caller stated that the insulin pump was disconnected, and when they reconnected the device her blood glucose rose into the 500mg/dl range. The insulin pump was disconnected again. Advised the father to call back when the tubing clamp arrives to complete testing. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.